Manufacturer narrative:
The pump was received with a blank display and a constant tone alarm due to moisture damage on the electronics. Unable to verify the unexpected restart, external ram crc, watchdog timeout, battery out limit, off no power, low battery, or low reservoir alarm anomaly due to the blank display. Unable to perform the idle current, run current, self test, off no power, unexpected restart, basic occlusion, occlusion, prime, excessive no delivery, or displacement tests due to the blank display. The pump was received with minor scratches on the display window and a cracked reservoir tube lip.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).

Event description:
The customer reported via phone call of blank display and audio beep anomaly from the insulin pump. The customer's blood glucose level was 200 mg/dl. The customer found battery out limit, unexpected restart, and external ram crc error, off no power, program alarm anomaly, low battery and low reservoir alert in the alarm history. The customer was advised to insert new aaa alkaline batteries. The customer stated that the display did not return. The customer was advised to discontinue use of the device and revert to a backup plan per health care provider's instructions. Customer will return the pump for analysis.